Event description:
It was reported that the site suspected pump thrombosis for a patient with low flow of 1.2 l/min. Log file review was requested which revealed low flow events on (B)(6) 2025, as well as several low flow flags which did not last long enough to generate an alarm. There did not appear to be any type of mechanical circulator support equipment issues causing these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac tamponade could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The system controller event log file contained events from 17aug2025. Intermittent low flow faults and subsequent low flow hazard alarms were captured throughout the log file when estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including pericardial fluid collection, that may be associated with the use of the heartmate 3 lvas. This section addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site later noted that pump thrombosis had not been confirmed but the patient was noted to have tamponade. The patient was noted to now be stable.